Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional events for this patient reported on medwatch numbers 1825034-2015-02339 & 2016-02327. : remains implanted.

Event description:
Legal counsel for patient reported that patient continues to experience alleged weakness, pain, and inflammation approximately thirteen months post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient alleges experiencing weakness, pain, and inflammation in right knee approximately thirteen months post-implantation. No revision procedure has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.